Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that stimulation was un an undesired location. The patient requested an appointment with a manufacturer¿s representative (rep) for a readjustment because any adjusting he did on his own, he seemed to get pain in the lower left abdomen. Additional information was received from the patient on (B)(6) 2019. The patient reported that his device stopped functioning properly. The patient reported that it worked good for about like 2 years and then the device started getting a little strange; it started giving him ¿shocks¿ in the wrong places. The patient noted that a rep was aware that stimulation was not in the right place but never found what the problem was. No further complications were reported.